Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh and rectocele repair. It was reported that following insertion the patient experienced urinary problems, bleeding and neuromuscular problems. It was reported that the patient underwent a&p repairs and revision of labial scar on (B)(6) 2011 due to recurrent prolapse and a labial polyp. It was reported that patient underwent burch procedure and removal of mesh erosion on (B)(6) 2011. No additional information was provided.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.